Manufacturer narrative:
Device will not be returned. If the device or additional information is received it will be reported on a supplemental report.

Event description:
It was reported by user facilities report via the FDA: when drilling prior to placement of lag screw, drill bit broke into two pieces. Large piece removed. Dr. Removed smaller piece from right femoral neck. X-ray was taken and saved after drill bit removed and before lag screw placed. X-ray read as negative.